Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
Per the customer, the device was bent during a procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention was reported.

Event description:
Per the customer, the device was bent during a procedure. The procedure was completed successfully without a delay; no adverse consequences or medical intervention was reported.